Event description:
It was reported to st. Jude medical that the lead was explanted due to change in thresholds.

Manufacturer narrative:
This report int its entirety was completed solely by st. Jude medical, inc. Crmd